Event description:
The first time I opened my mouth in recovery the pain was like being stabbed in the head. Severe headache and ear pain on right side of head that lasted almost three months. End up it was tmj (temporomandibular joint disorder). Working with a specialist now. Test date: (B)(6) 2023. You were seen by (B)(6), md. Reason for visit: ear pain, headache. Post-op diagnoses: neuralgic facial pain, ear pain. (B)(6) (mrn: (B)(4)). Printed by (B)(6), md at (B)(6) 2023, 5:48pm. Page 1 of 8, (B)(6) (mrn: (B)(4)). Printed by (B)(6), md at (B)(6) 2023, 5:48pm. Page 2 of 8, today's visit (continued) lab tests completed cbc with diff (complete blood count with differential), comprehensive metabolic panel (80053), sedimentation rate, imaging tests: CT (computed tomography) head wo (without) contrast, CT maxillofacial/mandible w (with) contrast done today. Consent/refusal for diagnosis and treatment, consult oral maxillofacial surgery. Medications given: hydrocodone-acetaminophen (norco 5) last given at 3:36 pm; iopamidol (isovue 370-500 ml) last given at 6:00 pm for neuralgic facial pain; ketorolac (toradol) last given at 3:36 pm.